Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 06 jun 2020.

Event description:
The customer reported that the unit is getting an air valve liftoff failure. The customer contacted product support and requested for service repair. The field service engineer (fse) ordered a blower. The customer reported that the unit was not in use on a patient. The fse replaced the blower assembly to address the reported issue.